Manufacturer narrative:
The device was received for evaluation. An event history log review was performed, and multiple occurrences of system error 21502 were observed. Functional testing was performed, and the reported system was reproduced when opening and closing the barrel clamp. A flange sensor test was performed, and the results failed. The reported condition was verified. The cause was determined to be from the flange sensor. The top enclosure of the flange sensor will be replaced to resolve the issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a system error 21502 (flange sensor failure). This was observed during recertification at the baxter depot. There was no patient involvement. No additional information is available.